Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a device evaluation, the suture was not used by the surgeon. When the surgeon was asked for the reason, the surgeon stated that suture do not glide well, saws easily when tied, more brittle, and has more memory than another suture from another manufacturer.